Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist (mas) called and spoke with the patient on sixteen days later and obtained additional information. The patient informed the mas that he has had the meter for over a year and tests his blood glucose twice a day. He takes actos oral medication once/day. The patient stated that the reported issue first occurred on eight days prior to original date and was unable to test his blood glucose for a week after that and experienced symptoms of being weak and shaky. He took a glucose tablet and felt better. The patient then took the meter to the pharmacist and was advised to call lifescan. He was not tested on any other device and did not receive medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the test strip was drawing the sample into the test area. However, the issue was not resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the patient experienced symptoms suggestive of hypoglycemia about a week after the reported issue began. He treated self with glucose tablet and felt better. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.